Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 31, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer, and also alleged the device is noisy and device not working properly that are related to bpap device's sound abatement foam. The patient alleged that reporting event cancer was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacture observed an unknown white contamination (dust-like), at the air inlet of the blower box, on top of the blower motor and at bottom of blower box. Potential mineral deposits on bottom of blower box, top and bottom of blower motor, and bottom of enclosure indicating potential water ingress. Unknown yellow substance on top of u.I panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer cannot be able to confirm the complaint of the device being noisy and the manufacturer was also unable to address the patient's symptoms specified. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d9, g3, h2, h3, h6 has been updated in this report.